Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# j0454519v, implanted: (B)(6) 2005 product type: lead. Product ID: 3031a, serial# (B)(4), implanted: (B)(4) 2005, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported that troubleshooting was needed for a change in the patient's therapy. The contact reported a loss of therapy. Patient had experienced a loss or change of therapy. The doesn't feel stimulation. Caller stated it has been a couple of years since she stopped feeling stimulation. She keeps stimulation on very low and she feels stimulation when increasing and the therapy was on. The patient doesn't feel stimulation in the correct area. The caller wanted to use the pp(patient programmer) to confirm if patient's ins(stimulator) was still working. Patient programmer showed ins was on and was at 3.9 volts. Patient did not have options to change programs. Caller tried increasing the amplitude. Caller increased to 4.4 volts but patient still felt no stimulation. Caller tried going higher but patient reported she felt stimulation in the back and not in bicycle seat area at 4.5 volts and 4.6 volts. Caller decreased to 4.4 volts and left it at that. Patient had seen hcp (healthcare provider). Hcp dilated her and instructed the caller to bring patient back to the office. The hcp will have a manufacturer representative check the battery. This was a sudden change in therapy/symptoms. Caller reported patient's bladder started acting more unusual, more than normal. Symptoms returned as far as more urgency, frequency and not being able to empty like patient should. It was noted that the day of report was the first time that patient felt stimulation in the back when she increased. The patient was diagnosed with gastrointestinal/pelvic floor. Additional information has been requested for cause, intervention and outcome but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.